Event description:
Crew responded to a cardiac arrest call, family member providing rescue breaths when the crew arrived. Defibrillation electrodes were attached to the patient, reportedly the device indicated connect electrodes and use of the device was inhibited. The device operator removed and reinserted the pads cable at the device. The AED continued to incicate connect electrodes. The sheriff's department was on scene, their AED was obtained, thedefibrillation electrodes were replaced and a shock was delivered to the patient. Als arrived on scene and the patient was transferred to their device, the patient was determined to be asystole at the time. The patient was transported to the hospital and the code was called. The reporter stated the patient's outcome was not a result of device operation. The reporter's opinion was based on the availability of a back up device, resulting in very little delay in patient care.